Event description:
It was reported that the patient experienced a shocking sensation in their right leg whenever she would bend over or stand up. It was noted that the patient did have a serious auto accident last year. The patient had lost her patient programmer and was unable to turn her implantable neurostimulator (ins) off. It was attempted to turn off the ins using a magnet but was unsuccessful. Additional information was requested, but was not available at the time of this report.

Manufacturer narrative:
Lead model 3093-28, lot #j0437062v, implanted: (B)(6) 2004, explanted: na, extension model 3095-10, serial # (B)(4), implanted: (B)(6) 2004, explanted: na, programmer model 3031a, serial #(B)(4). (B)(4).